Event description:
It was reported that during an open surgical procedure, the device was fired on jejunum and the device was locked out at the 5th firing. And then the jaws were not opened with clamping the target tissue. There were no adverse consequences for the patient. After the operation, the device was released by manual knife reverse switch without any difficulty and it was found that a 45mm reload was loaded into the 60mm device. The doctor had never used the device so he did not know how to release the device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Incorrect cartridge size the analysis results showed that one sc60a device was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. Please note that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the apex 60mm IFU. It should be noted that when attempting to fire a 60mm device with a 45mm cartridge reload, the device will lock out; in order to open a locked device a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.